Event description:
On (B)(6) 2008, the pt was implanted with four gore tag thoracic endoprostheses (B)(4). On (B)(6) 2009 there was an intervention and the pt was implanted with a gore tag thoracic endoprosthesis (B)(4). It was reported the pt has a chronic aortic dissection, type b. On (B)(6) 2010, there was a second intervention and the pt was implanted with a gore tag thoracic endoprosthesis (B)(4) to treat a type I endoleak and aneurysmal dilatation of the proximal descending thoracic aortic reported to be 6cm. The pt reportedly has a severely tortuous descending thoracic aortic anatomy that required a right brachial left femoral artery access and a right-to-left carotid-carotid and left carotid subclavian bypass grafts. The pt reportedly is known to have a complex dissection with the false channel providing much of the flow of the lower extremities in the iliofemoral segments bilaterally. The pt tolerated the procedure. On (B)(6) 2012, it was reported the pt has a residual type I endoleak around the proximal end of the endograft contributed to by the fibrotic septum and its effect on the endograft extension. There are no plans to correct the endoleak at this time.

Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications. Additional devices implanted and involved in this event: (B)(4).